Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. H9- which was erroneously reported an internal reference number and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the micron single use fiber laser broke. The issue occurred during a therapeutic ureteroscopy. The procedure was completed with the back-up device. There were no reports of patient harm.